Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 02/10/2015 with the following findings: the black box data began on (B)(6) 2014. The black box data and pump histories from the time of the alleged complaint were unavailable for review due to continued pump use. A review of the available pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt reported that she was admitted to the hospital with a fever and a blood glucose level of over 600 mg/dl and dka. She denied issues with the cartridge, infusion set, skin sites, and insulin leakage, but she declined a review of the pump settings. No pump troubleshooting was performed.